Manufacturer narrative:
E1: complainant street address: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 1000317571.

Event description:
The end user reported to the retailer that the product found dirty upon opening it. The product was not used on patient. The photographs depicting the issue were received from the complainant.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint: foreign matter within product, sterile products (e.g. Metal contamination in dressings, particulates within fluids, gels etc) region: taiwan product / system application product (sap): 1708334 aquacel ag+ extra 15x15cm (1x10pk) ster eur lot: 5b04037 date of manufacture: 28 feb 2025 sterilization: steris ¿ (B)(4) ((B)(6) 2025) (B)(4) ((B)(6) 2025) (B)(4) ((B)(6) 2025) (B)(4) (08-09 mar 2025) (B)(4) ((B)(6) 2025) batch size: 60480 secondary packs (604800 primary units) this complaint has been evaluated as reportable case. Foreign matter within product, sterile products (e.g. Metal contamination in dressings, particulates within fluids, gels etc) complaint was received from taiwan reporting a dirty dressing of aquacel ag+ extra 15x15cm (1x10pk) ster eur. Material: 1708334 batch 5b04037. The lot was manufactured on (B)(6) 2025 and sterilized under steris ¿ (B)(4) ((B)(6) 2025) (B)(4) ((B)(6) 2025) (B)(4) ((B)(6) 2025) 2163-10723a ((B)(6) 2025) (B)(4) ((B)(6) 2025) complaint states: received complaint from retailer and end user about customer found the product dirty upon opening it. Two photographs provided and confirm the dark dot on the dressing. No physical sample was received. The complaint was confirmed from the photographic evidence provided. No physical sample was returned to our company. However, the images provided clearly show the aquacel ag+ extra dressing with a darker dot which appears to be based on the information available the reported ¿foreign matter¿ was not consistent with particulate, contamination, or introduction of an external material. Technical assessment indicates that the mark observed was consistent with aquacel ag+ extra fibres that have been locally activated by exposure to moisture. When aquacel dressing material comes into contact with water or liquid, the fibres begin to gel. Over time¿particularly during storage¿the hydrated section dehydrates and hardens, leaving a discoloured or firm residue that can appear visually similar to a foreign body. A detailed review was performed of: ¿ reel stock used on the order, including production history and any associated deviations or non-conformances. ¿ dressing production stages, including asb1 sb6 and the final packing operation on doyen 4. ¿ site deviation logs for water ingress, environmental incidents, or corrective action / preventive actions (CAPA) (s) within the manufacturing and conversion areas for the relevant period. No deviations, water ingress events, or processing anomalies were identified that could be linked to this occurrence. At this stage, a definitive root cause cannot be confirmed. The most probable mechanism, based on the available evidence, was localised moisture exposure during the manufacturing or handling process, which subsequently dehydrated and presented as a hardened spot. No systemic issues were identified. A full batch record review was completed for lot 5b04037. ¿ all in-process checks, quality control (qc) inspections, and final release activities were acceptable. ¿ no material, equipment-related or contamination-related issues were recorded. ¿ good manufacturing practices (gmp) compliance records confirm appropriate gowning, environmental monitoring, and procedural adherence during the production period. No non-conformance raised during the production order of 1816886. A review all reel stock used on this order was performed as well. Production summary for material 1709678 ¿ batch 5a06509 was manufactured under order 1813307 on line asb2 from (B)(6) 2025 to (B)(6) 2025. ¿ batch 5b00321 was manufactured under order 1819213 on line asb1 from (B)(6) 2025 to (B)(6) 2025. ¿ batch 5a06252 was manufactured under order 1818356 on line asb1 from (B)(6) 2025 to (B)(6) 2025. ¿ batch 5b01390 was manufactured under order 1819214 on line asb1 from (B)(6) 2025 to 10 february 2025. ¿ batch 5b01388 was manufactured under order 1822188 on line sb6 from (B)(6) 2025 to (B)(6) 2025. ¿ batch 5b00319 was manufactured under order 1822184 on line sb6 from (B)(6) 2025 to (B)(6) 2025. ¿ batch 5b01163 was manufactured under order 1822186 on line sb6 from (B)(6) 2025 to (B)(6) 2025. ¿ batch 5b04075 was manufactured under order 1820275 on line asb2 from (B)(6) 2025 to (B)(6) 2025 no non-conformances for water ingress in the clean room in p10, or high humidity conditions in the p10 area noted, comments for issues during the processing of these orders were documented that could have led to the complaint. No other complaint raised for batch 5b04037 no other similar complaints (same product/different lot) zero in the last 12 months for material 1708334 for dirty or contaminated dressing the anomaly was confirmed to be gelled and subsequently dehydrated aquacel material, not foreign particulate or external contamination. There was no evidence of a safety risk, no toxicological concern, and no indication of compromised sterility or function. The hardened gel area was a localized cosmetic defect with no impact on dressing performance, absorbency, handling, or clinical function. Product instructions and intended use remain unaffected. Cosmetic- the observed mark was consistent with gelled and subsequently dehydrated aquacel material caused by localized moisture exposure. It presents as a visual anomaly only. There was no introduction of foreign matter, no structural damage, and no impact to pack integrity. As per procedure (pd) ¿ general inspection, the required inspection level for contamination was acceptable quality level (aql) 0.40, with an accept at 5 / reject at 6 sampling plan for batch sizes between 35,001 ¿ 150,000 units. For this batch, the appropriate inspection regime was applied during routine in-process and end-of-line checks. A total of 38,333 units have been sold and 22,147 units remain within distribution centres, representing 60,480 units manufactured and released to market. Across this population: ¿ no additional complaints or defect reports relating to contamination, foreign matter, or similar visual anomalies have been received. ¿ quality monitoring, including batch record review, in-process inspection records, and device history checks, did not identify any trends or repeated occurrences. ¿ based on the complaint rate (1 unit reported from 60,480 manufactured), the batch remains well within acceptable quality level (aql) limits, and therefore no acceptable quality level (aql) excursion has occurred. Given the absence of repeat events, absence of any correlated deviations, and no similar complaints across the distributed units, the risk to product quality and patient safety was assessed as minimal. The event appears to be isolated, with no evidence of a systemic failure mode. A definitive root cause cannot be confirmed, as no sample was returned and the investigation could only be supported by photographic evidence. In line with work instruction (wi) requirements for reportable cases, the most probable cause has been identified using available documentation, batch data, environmental controls, and technical assessment of the material characteristics. Based on the image review and technical evaluation, the reported ¿foreign matter¿ was not consistent with an external contaminant (e.g., metal, dirt, debris). Instead, the appearance matches localised gelled and subsequently dehydrated aquacel ag+ extra fibres. Such marks can occur if dressing material was exposed to small amounts of moisture during web handling. When aquacel fibres hydrate, they swell and gel; during storage the moisture evaporates, leaving a hardened, darker residue that can visually mimic contamination. As no systemic failures, no environmental deviations, and no contamination events were identified, the event was assessed as isolated, with no evidence of recurrence or batch-wide trend. With only one units affected, the batch remains within specification and acceptable quality limits. The issue was considered isolated, with no systemic recurrence identified. No corrective action / preventive actions (CAPA) was required. The complaint will be monitored through routine trending and the post market product monitoring review process (standard operating procedure (sop)). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 1000317571.